Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right atrial lead revision procedure on (B)(6) 2019. The right atrial lead exhibited noise, false auto mode switch episodes, and decreased impedance. The lead was capped on (B)(6) 2019. During the procedure a new system was implanted on the patient's right side due to unable to place the replacement atrial lead on the patient's left side due to patient anatomy. The patient was stable throughout.